Manufacturer narrative:
Device has not been returned for evaluation.

Event description:
The surgeon inserted bioraptor, when he went to tie it down, the suture pulled through the anchor. The anchor broke at the eyelet. He finished case using arthrex. The surgeon is very familiar with this technique. The anchor was left in the patient.